Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Based on the information received, a definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article "long-term clinical outcomes of the carpentier-edwards perimount pericardial bioprosthesis in chinese patients with single or multiple valve replacement in aortic, mitral, or tricuspid positions" authors jian zhuang et al of a retrospective study evaluates the safety and efficacy results of a 9 to 15-year follow-up investigation among patients who had received pericardial bioprostheses for valve replacement. Methods: this retrospective study investigated freedom from structural valve deterioration (svd) as well as survival and reoperation among different age and etiology groups in patients who were implanted with a bioprosthesis in a six year period. Kaplan-meier survival analysis and multivariate cox proportional hazards regression were performed. Within the context of this article the following event was identified as pertaining to the edwards device: 2 thromboembolic events of which 1 required reoperation.